Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service noted the connector cleaning error is not reproduced however a-rubber (curve rubber) was observed chipped. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent repair request with an issue of connector cleaning error , no image issue. The problem found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event could not be replicated, a definitive root cause could not be determined. However, it is likely that a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.